Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user asked for a fitting appointment as he no longer had access to sound with the device since (B)(6) 2022. Re-implantation is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user asked for a fitting appointment as he no longer had access to sound with the device since (B)(6) 2022. Re-implantation is planned.

Event description:
The user asked for a fitting appointment as he no longer had access to sound with the device since (B)(6) 2022. Re-implantation is planned, but no date has been fixed as yet.

Manufacturer narrative:
Conclusion: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Manufacturer narrative:
Conclusion: according to the complaint information and the manufacturers experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause of failure a device investigation at the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user asked for a fitting appointment as he no longer had access to sound with the device since (B)(6) 2022. The user was reimplanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The investigation findings appear to match the content of the user report. This is a final report.

Event description:
The user asked for a fitting appointment as he no longer had access to sound with the device since (B)(6) 2022. The user was re-implanted.